Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address a disassociated patella. She reports that, in 2008, she sat up, got up, and the patella broke in half.